Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause was contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger/modem stated "battery charger problem, call zoll." The pt was issued a replacement charger/modem.